Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stimulator required recharging of a nearly empty battery every 8-10 hours. They were not told they would need to recharge their system with this frequency and they noted that the they thought they needed to recharge once per week (which they noted would be acceptable). The patient said that recharging two or three times a day was disrupting and nearly impossible during their travel. They wanted to know if the frequency with which they recharged was normal or if there was a problem with their battery. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that charging issue was first noticed (B)(6) 2018. Patient said issue started since first recharge. Implant took place april 30,2018. No steps were taken to resolve the issue. Patient was referred back to physician and technician for consultation. The issue has not been resolved. Meeting with technician and pending physician was unable to assist in the matter. No patient symptoms or complications were reported in this event.